Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 04/26/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the patient interface was received opened and a visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was residue/smears on the lens of the patient interface (pi). This was discovered after patient contact. The pi was switched out and the procedure was completed successfully. This report is 1 of 2.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.